Event description:
A patient presented with new onset of left bundle branch block. The patient stated that they were trying to change position in bed when they felt nauseous and felt they were going to pass out. Soon after, the patient heard the alarm from the powerheart aecd with the verbal warning, "do not touch the patient" and the device delivered a shock. After patient received the shock, they tore off the pads.